Event description:
Patient has been using the medtronic pain pump for a few years. On (B)(6) 2025 patient went in to get the pain pump refilled with medication. About 2 days later she started to experience symptoms; her symptoms were uncontrollable shaking, hot flashes, lower pain tolerance, malaise & sick feeling all the time. She was going through withdrawals. The meds are distributed by a patient-controlled bolus used every hour and a half. Hydromorphone & bupivacaine are the two pain meds in the pump. Over the next month, patient went to several hospitals and pain clinics to diagnose the problem. (B)(6), it was concluded that the pump was malfunctioning and needed to be replaced. On (B)(6) she had revision surgery to get the pump replaced; it was the same pump with a different serial# (B)(6). The new pump is still giving her the same symptoms with added hallucinations. She is seeing a psychiatrist because of it. Some significant pre-existing conditions are rheumatoid arthritis, copd, and myocardial infarction in feb of this year.